Manufacturer narrative:
A ge rep evaluated the system and replaced the power control board and interconnect cable. System operates as intended.

Event description:
Customer reported the high voltage register failed. No patient injury was reported.